Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicating the cause of the long ins recharging time was because the ins was not recharging , patient was given a third unit and it is working. It was noted that the replacement of the recharger antenna resolved the problem and it was working. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient was having trouble charging the device and it was taking longer to recharge the ins. The caller stated that it would only charge to about 40% and would not go any higher. The caller stated it would take 4-6 hours to get to 70% charge level and the ins was not charging as fast as it used to. The caller stated the patient had a programming session a couple of months prior. The caller confirmed when the patient was recharging she was sitting still and they did their best to maintain 6-8 coupling boxes. Caller directed to follow up with their healthcare professional regarding long recharge times. A recharger antenna was also sent to help with increase charge times as it was reported the recharger antenna was damaged. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.